Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had a kidney infection, blood in their urine, pain in their back and had trouble voiding the day before the report. Patient stated they felt like they were having trouble with bowel movements and may be constipated. It was later stated that patient was not having bowel movements for a couple of days but began having them again. Patient mentioned that before the evaluation they could not use the bathroom but had a round of diarrhea. Patient was taking imodium for diarrhea and stated they had a bladder infection/urinary tract infection (uti). Patient stated they had a small fever. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had problems urinating, dark urine, and back pain. Patient was prescribed cipro 500 mg two times a day. Patient was seen on (B)(6) and urinary tract symptoms had stopped. Patient had a recurrence of uti on (B)(6) and started on cipro again. Per patient report on (B)(6) the symptoms were gone. No further complications were reported.